Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm with no resolution specified. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The failure mode was reproduced on an fs lab bench. The battery failure alarm was due to a defective battery. Batt test command revealed cell imbalance with battery 1 cell 3. The root cause of the defective battery was due to single cell failure, a known pattern failure. This report is being filed as part of a retrospective review of historical records.